Event description:
It was reported that following an aortic valve replacement, this epicardial lead and this pacemaker exhibited intermittent capture at maximum outputs. It was noted that the patient was admitted to the hospital for end stage renal disease. There was no reported syncope and it was unclear whether there was greater than two seconds of asystole. This pacemaker system was left implanted and programmed off, and a new leadless pacemaker system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5 and h6: unclear whether there was greater than two seconds of asystole, not pacing inhibition. There was no pacing inhibition only intermittent capture.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following an aortic valve replacement, this epicardial lead and this pacemaker exhibited intermittent capture at maximum outputs. It was noted that the patient was admitted to the hospital for end stage renal disease. There was no reported syncope and it was unclear whether there was greater than two seconds pacing inhibition. This pacemaker system was left implanted and programmed off, and a new leadless pacemaker system was implanted successfully. No additional adverse patient effects were reported.